Event description:
Histosonics was made aware of an abstract at the hep-dart conference (hassanein, r. T., hefner, a. M., oliver, d., banuelos, m., barakat, f., & hassanein, t. I. (2025). Histotripsy, a novel non-invasive therapy for liver tumors: an outpatient medical management experience. Southern california abdominal cancer group; southern california transplantation institute research foundation; southern california liver centers) in which two patients had post-treatment acute renal injury indicated by elevated creatinine. Per the abstract, the events resolved in 3-7 days with hydration and supportive care.

Manufacturer narrative:
No device malfunctions or other noteworthy events occurred during the case. In response to reports of acute kidney injury associated with histotripsy, histosonics has incorporated the following warning into its labeling: "as reported in other liver directed therapies, multiple or large-volume liver treatments have been associated with acute kidney injury (aki). When planning extensive or multiple treatments, evaluate and monitor the patient for signs of aki."